Event description:
The infant had increased respiratory rate and intermittent desats to the 70's. The doctor was at the bedside. Fi02 increased from 28% to 60%, liter flow increased from 5-6 liters per minute over a 15 minute period. Sats improved to 80% and low 90%. The infant remained tachypneic. It was discovered the high flow nasal cannula (hfnc) heated humidifier heater sensor circuit was discovered to be separated from system creating loss of flow to the infant. Sensor reconnected and immediate improvement in o2 sats and decreased tachypnea. O2 and flow reconnected to original settings.